Event description:
During surgery, acetabulum fracture occurred when the doctor tried to insert the liner. Time of the surgery was extended.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.